Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device batch number qemjzc, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the surgery delay? Device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysteroscopy myomectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke when sewing uterine wound. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/16/2021. This is a combination product. And the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Summary: a failed suture needle was submitted, for fractographic evaluation. The component was identified as product code vcp371h. A fracture was observed, at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed, the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed. Coincidental to the fracture provides additional evidence, that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination, indicates that the breakage occurred at the tip of the needle, during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength : 275 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/9/2021. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the surgery delay? No patient consequence reported till now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.